Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-03405. Clinical trial. It was reported that during a carotid artery stenting procedure the patient experienced bradycardia and hypotension post procedure. The index procedure treated the 90% stenosed, ostial lesion of the 7x15mm right internal carotid artery. Treatment consisted of placement of filterwire ez, deployment of a nexstent, and post dilation resulting in 20% residual stenosis. During the procedure the patient experienced bradycardia which resolved without medications. Following the procedure the patient experienced hypotension. The patient was treated in the ICU for one day with neosynephrine. The patient was discharged two days post procedure. Both events were considered resolved without residual effects. The investigator assessed the events as possibly related to the nexstent and the study procedure.